Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level of 525 mg/dl and diabetic ketoacidosis. Reportedly, the customer was using fiasp within their pump supplies. Tandem technical support (tts) educated the contact regarding off-label insulin. Contact declined troubleshooting with tts and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.